Event description:
2.5 x 13 cypher placed in lad at approximately 11 am. Pt returned to cath lab with EKG changes and cypher stent found to be thrombused at approximately 5:30 pm. Additional percutaneous intervention performed at the time. Distal dissection to the stent occurred intraprocedure. Pt transferred to ICU.